Event description:
The facility representative reported a flogard infusion pump with a failure code of 27. The event was reported to have occurred upon power up in the emergency room. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation:the reported problem of 27 was confirmed during evaluation. Service determined that the cause was due to cracked soldering on the slide clamp sensors. Service resoldered the sensor to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.